Manufacturer narrative:
A ge representative evaluated the system and replaced a fuse and the power cord. The system operates as intended.

Event description:
The customer reported the system displays a user interface error, the kv is inaccurate, and monitor colors are sporadic and wavy. No pt injury was reported.